Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. [First time] enterobacter clocae (>100 cfu), klebsiella pneumonia ( >=15 cfu) [second time] enterobacter clocae (>100 cfu), providencia stuartii (10-100 cfu) [third time] enterobacter clocae (>100 cfu), klebsiella pneumonia (10-100 cfu) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.